Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed an error, the iris collimator closed/coned down and system functionality could not be recovered after an attempted reboot. No patient death or serious injury was reported related to this event.